Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a discrepant calcium result when processing on the architect c16000. The initial result was 19.1 mg/dl and retest 9.3 mg/dl, for sid (B)(6). The customer uses a normal range of 8.7-10.3 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
This product is no longer considered the likely cause for this event. This event has been reported under manufacturer report number 1628664-2019-00257, for the correct likely cause, and any additional information for this event will be provided under this report number.